Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's mother and confirmed as accurate. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a review of the black box revealed data dated from (B)(6) 2013. A review of the black box and histories for the event on (B)(6) 2010 was overwritten. Available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within the required specifications.